Manufacturer narrative:
The complainant was not able to provide the batch number of the device; therefore, the device manufacture date is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a corflo-cubby low profile gastrostomy enteral feeding device was used during a percutaneous endoscopic gastrostomy (peg) procedure performed four days prior. According to the complainant, "the balloon leaked water about three weeks after placement. The recommended volume of 6ml of water had been injected." It was further reported that the procedure was completed with a different device. No pt complications were reported as a result of this event.